Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was shaking and there was a line on the screen. The customer¿s blood glucose was 185 mg/dl. The customer was assisted with troubleshooting. Customer was calling back with blank display after receiving new battery cap. Customer reports insulin pump screen flashing when screen was turned on after being in sleep mode. Customer states the insulin pump was not dropped or bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank/flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify missing segments/partial display due to constant blank/flashing white light.